Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a knee arthroscopy on (B)(6) 2022 when it was reported, device tip fell off and the coating was coming off. The tip was retrieved. The procedure was completed with a 5-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the component was retrieved with a grasper. The patient was reported as being fine after surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a knee arthroscopy on 25aug22 when it was reported, device ¿tip fell off and the coating was coming off. The tip was retrieved.¿. The procedure was completed with a 5-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the component was retrieved with a grasper. The patient was reported as being ¿fine¿ after surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device found the device electrode broken off from the probe tip and the shaft coating damaged at the distal end. Detached electrode was not returned for evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 31 complaints, regarding 33 devices, for this device family and failure mode. During this same time frame 192,295 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised to not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/ or injury. This issue will continue to be monitored through the complaint system to assure patient safety.